Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: evproplus-29us, serial/lot #: (B)(4), ubd: 03-jul-2022, UDI#: (B)(4). Product analysis: the delivery catheter system (dcs) and valve were not returned, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, at 80% deployed, the valve was in a very deep position, with the valve skirt below the level of the annulus. The decision was made to recapture the valve, however the valve was inadvertently deployed instead of recaptured. Unspecified aortic insufficiency (ai) and paravalvular leak (pvl) ensued. The patient was unable to tolerate the ai and pvl that resulted from the deep valve position. The patient died.

Manufacturer narrative:
Additional information was received reporting that following the inadvertent valve deployment of the valve severe paravalvular leak (pvl) occurred due to the deep position of the valve. There was an attempt to recapture the paddles using the delivery catheter system (dcs) which accidentally pushed the valve deeper into the left ventricle. Per the physician the pre-dilation balloon caused aortic insufficiency (ai) which was undetected because there were issues with the blood pressure monitoring. Per the physician the cause of death was ai caused by the pre-dilation balloon. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the reported event indicates that during the attempted recapture of the valve due to a very deep position, the physician inadvertently deployed the valve. The imaging provided confirms the valve was deployed in a very deep position, however there was no evidence confirming the accidental deployment. Based on the information available, the inaccurate delivery was due to user malfunction as it stated during attempted recapture the valve was inadvertently deployed instead of recaptured. There is no information to suggest that a device quality deficiency may have caused or contributed to this event. Unspecified aortic insufficiency (ai) and paravalvular leak (pvl) ensued. The angiogram confirms severe ai & pvl due to location of the implant. Paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. In this case, the severe paravalvular leak (pvl) occurred due to the deep position of the valve. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: h6 - method code and result code h10 - conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Images were provided to medtronic for image review. The image review showed no valve load checks related to this event. The imaging provided confirms that at 100% deployed the valve is sitting very deep in the left ventricle. The angiogram confirms severe aortic insufficiency (ai) and paravalvular leak (pvl) due to location of the implant. There is no evidence provided confirming the accidental deployment as stated in the event report. Per the physician, the cause of death was the pre-implant balloon aortic valvuloplasty (bav). Per the physician the pre-dilation balloon caused ai which was undetected because there were issues with the blood pressure monitoring. Autopsy and explant were not performed. Patient death is a potential risk associated with the implantation of a bioprosthesis valve per the device instructions for use (IFU). A procedure- or valve-related death is an inherent risk when the patient condition is such that a transcatheter aortic valve is needed to sustain cardiac function, and it can occur despite an ideal implant procedure or device functionality. With the limited information available, a conclusive relationship between the device and the death could not be established. However, the reported user error of inadvertent valve deployment was a likely contributing cause of the death. No further action is recommended at this time. This event does not indicate device misuse or malfunction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.